Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Study was lost. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the cause for the lost study was from a software bug that pim process cannot handle two simultaneous captures in same process due to static shared data that are used in imagestore, and also due to singapore. The final solution for this problem was solved in a new software release for the sc2000 ultrasound system.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5),update the brand name of the device (see section d1), provide additional initial reporter information (see section e1), update device evaluated by manufacturer (see section h3), and provide additional device code (see section h6).

Event description:
Additional information was received and it was reported that at the beginning of a renal artery exam, the system displayed "failed to check the structure report object" message. The sonographer repeated the exam using the same equipment because the data was lost and reported to be unrecoverable. There was no patient injury reported. No additional information was provided.